Event description:
The patient was undergoing a thrombectomy procedure in the distal superficial femoral artery (sfa) and a popliteal artery using an indigo system aspiration catheter 6 (cat6) and a 7f non-penumbra sheath. During the procedure, while advancing the cat6 through the distal portion of the sheath to make the first pass, the physician broke the cat6 in half into two separate pieces. Therefore, the physician was able to pull and remove the broken cat6 that was in the sheath. The physician decided to do open embolectomy to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.